Manufacturer narrative:
This report is being supplemented to provide additional information. Please see updates in a1, d4, d8, h6. Please see corrections to d5, g2 and h8.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to and investigated at the manufacturing site. It was checked and found as follows; [results of actual subject device confirmation] -the subject device was tested with the video processor (cv-290/owned by the manufacturing site). > it was turned on the power and checked the image, but there was no problem. > it was confirmed the reported phenomenon occurred when the continuous energization test was conducted. [Other confirmation] -energization time: 3129 hours -it was confirmed that the reported phenomenon was improved by replacing the g1 board. -it was confirmed that 4 years and 10 months had passed since the subject device was manufactured. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. [Consideration] the following was confirmed from the investigation. -the g1 board of the subject device was failure. -no abnormality inside the subject device. It was found from the above investigation that the cause of the reported phenomenon occurred due to the g1 board (power supply board) has failed. The cause of the g1 board failure could not be identified. In addition, the cause could not be presumed because there were no external defects inside the subject device or on the g1 board. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was found the printed circuit board failure which occurred no image and no turning on. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the printed circuit board failure due to the accidental failure of the electronic component. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the image of the subject device was not displayed just after 5 minutes later when turning on of the subject device and then the subject device could not turning on, at the preparation for use. The occurrence date of the event is unknown. There was no patient injury associated with this report.